Event description:
The advocate stated the customer received a blood glucose reading of 213 mg/dl from her breeze2 meter and a reading of 113 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.